Event description:
This case was initially received via regulatory authority ((B)(6) , reference number: (B)(4)) on 11-mar-2022. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ('heavy periods'), rheumatic disorder ('rheumatism'), adenomyosis ('adenomyosis') and uterine leiomyoma ('uterine fibroids') in a (B)(6) female patient who had essure (batch no. 628308) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Family history included cystic fibrosis (condition present in one daughter). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), rheumatic disorder (seriousness criterion hospitalization), adenomyosis (seriousness criterion medically significant), pain ("diffuse pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), tendonitis ("tendinitis"), abdominal pain ("cramps"), peripheral swelling ("finger swelling"), back pain ("lumbago / back pain"), torticollis ("torticollis"), psoriasis ("psoriasis"), eczema ("eczema"), abdominal pain upper ("gastric pain"), nausea ("nausea"), abdominal distension ("abdominal swelling"), fatigue ("extreme fatigue"), dizziness ("dizziness"), tinnitus ("tinnitus"), headache ("headache"), migraine ("migraine"), trigeminal neuralgia ("facial neuralgia"), hot flush ("hot flushes"), hyperhidrosis ("excessive sweating"), anxiety ("anxiety"), muscle tightness ("tightness"), insomnia ("sleep difficulties"), amnesia ("loss of memory"), bruxism ("bruxism"), gingivitis ("gingivitis"), tooth fracture ("broken teeth"), cardiac disorder ("heart problems"), extrasystoles ("extra systoles"), chest pain ("chest pain"), dyspepsia ("heartburn"), dyspnoea ("shortness of breath"), blindness ("vision loss"), conjunctivitis ("conjunctivitis"), breast pain ("breast pain"), menstruation irregular ("irregular periods") and ankylosing spondylitis ("ankylosing spondylitis (spa) diagnosed") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with numerous non-steroidal anti-inflammatory, anti-anxiety, proton-pump inhibitors and creams, mouthguards at night, surgery (hysterectomy with essure removal) and placement of about ten dental crowns. Essure was removed on (B)(6) 2017. At the time of the report, the rheumatic disorder, adenomyosis, uterine leiomyoma, pain, arthralgia, myalgia, tendonitis, abdominal pain, peripheral swelling, back pain, torticollis, psoriasis, eczema, abdominal pain upper, nausea, abdominal distension, fatigue, dizziness, tinnitus, headache, migraine, trigeminal neuralgia, hot flush, hyperhidrosis, anxiety, muscle tightness, insomnia, amnesia, bruxism, gingivitis, tooth fracture, cardiac disorder, extrasystoles, chest pain, dyspepsia, dyspnoea, blindness, conjunctivitis, breast pain, menstruation irregular and ankylosing spondylitis outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, amnesia, ankylosing spondylitis, anxiety, arthralgia, back pain, blindness, breast pain, bruxism, cardiac disorder, chest pain, conjunctivitis, dizziness, dyspepsia, dyspnoea, eczema, extrasystoles, fatigue, gingivitis, headache, heavy menstrual bleeding, hot flush, hyperhidrosis, insomnia, menstruation irregular, migraine, muscle tightness, myalgia, nausea, pain, peripheral swelling, psoriasis, rheumatic disorder, tendonitis, tinnitus, tooth fracture, torticollis, trigeminal neuralgia and uterine leiomyoma with essure. The reporter commented: according to patient, numerous consultations were given: dermatologist, rheumatologist, physiotherapist, osteopath, gastroenterologist, otorhinolaryngology, neurologist, dentist, cardiology, ophthalmologist many examinations: x-ray, MRI, computed tomography scan, ultrasound, gastroscopy, electrocardiogram, holter stress test, blood tests. No results provided. After removal my state of health improved but many symptoms persisted, 8 years of suffering and vagueness. The doctors I met thought I was a "crazy" since the tests were normal. During the insertion I did not know that I was allergic to nickel. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kgs. Allergy test - in january 2017: nickel allergy was reported as positive. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-mar-2022. The most recent information was received on 16-mar-2022. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ('heavy periods'), rheumatic disorder ('rheumatism'), adenomyosis ('adenomyosis') and uterine leiomyoma ('uterine fibroids') in a 36-year-old female patient who had essure (batch no. 628308) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Family history included cystic fibrosis (condition present in one daughter). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), rheumatic disorder (seriousness criterion hospitalization), adenomyosis (seriousness criterion medically significant), pain ("diffuse pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), tendonitis ("tendinitis"), abdominal pain ("cramps"), peripheral swelling ("finger swelling"), back pain ("lumbago / back pain"), torticollis ("torticollis"), psoriasis ("psoriasis"), eczema ("eczema"), abdominal pain upper ("gastric pain"), nausea ("nausea"), abdominal distension ("abdominal swelling"), fatigue ("extreme fatigue"), dizziness ("dizziness"), tinnitus ("tinnitus"), headache ("headache"), migraine ("migraine"), trigeminal neuralgia ("facial neuralgia"), hot flush ("hot flushes"), hyperhidrosis ("excessive sweating"), anxiety ("anxiety"), muscle tightness ("tightness"), insomnia ("sleep difficulties"), amnesia ("loss of memory"), bruxism ("bruxism"), gingivitis ("gingivitis"), tooth fracture ("broken teeth"), cardiac disorder ("heart problems"), extrasystoles ("extra systoles"), chest pain ("chest pain"), dyspepsia ("heartburn"), dyspnoea ("shortness of breath"), blindness ("vision loss"), conjunctivitis ("conjunctivitis"), breast pain ("breast pain"), menstruation irregular ("irregular periods") and ankylosing spondylitis ("ankylosing spondylitis (spa) diagnosed") and was found to have uterine leiomyoma (seriousness criterion medically significant). The patient was treated with numerous non-steroidal anti-inflammatory, anti-anxiety, proton-pump inhibitors and creams, mouthguards at night, surgery (hysterectomy with essure removal) and placement of about ten dental crowns. Essure was removed on (B)(6) 2017. At the time of the report, the rheumatic disorder, adenomyosis, uterine leiomyoma, pain, arthralgia, myalgia, tendonitis, abdominal pain, peripheral swelling, back pain, torticollis, psoriasis, eczema, abdominal pain upper, nausea, abdominal distension, fatigue, dizziness, tinnitus, headache, migraine, trigeminal neuralgia, hot flush, hyperhidrosis, anxiety, muscle tightness, insomnia, amnesia, bruxism, gingivitis, tooth fracture, cardiac disorder, extrasystoles, chest pain, dyspepsia, dyspnoea, blindness, conjunctivitis, breast pain, menstruation irregular and ankylosing spondylitis outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, amnesia, ankylosing spondylitis, anxiety, arthralgia, back pain, blindness, breast pain, bruxism, cardiac disorder, chest pain, conjunctivitis, dizziness, dyspepsia, dyspnoea, eczema, extrasystoles, fatigue, gingivitis, headache, heavy menstrual bleeding, hot flush, hyperhidrosis, insomnia, menstruation irregular, migraine, muscle tightness, myalgia, nausea, pain, peripheral swelling, psoriasis, rheumatic disorder, tendonitis, tinnitus, tooth fracture, torticollis, trigeminal neuralgia and uterine leiomyoma with essure. The reporter commented: according to patient, numerous consultations were given: dermatologist, rheumatologist, physiotherapist, osteopath, gastroenterologist, otorhinolaryngology, neurologist, dentist, cardiology, ophthalmologist many examinations: x-ray, MRI, computed tomography scan, ultrasound, gastroscopy, electrocardiogram, holter stress test, blood tests. No results provided. After removal my state of health improved but many symptoms persisted, 8 years of suffering and vagueness. The doctors I met thought I was a "crazy" since the tests were normal. During the insertion I did not know that I was allergic to nickel. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kgs. Allergy test - in (B)(6) 2017: nickel allergy was reported as positive. Lot number:628308 manufacture date:2008-10 expiration date: 2011-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.